Event description:
The customer reported finding droplets on top of the gel card foil during qc testing on the ortho provue analyzer. No erroneous results were reported. Fluid on top of the gel card foil could lead to carry over and/or cross contamination, which could lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the site and found that the probe was bent. The fe also found a leak at the clot detection board which was originating from the syringe pump. Replacement of the appropriate components and adjustments has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).